Manufacturer narrative:
Investigation results: to date, the product has not been received for evaluation. A review of product history identifies similar reported problems for this failure. To date, an investigation for this failure mode remains in process.

Event description:
It was reported that during use of this suture hook in a shoulder arthroscopy, the hook broke in the surgical site and had to be retrieved with a grasper. It was reported that the surgery was completed without injury or surgical delay.